Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician suspected manipulation of the lead. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.